Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) was stuck in stand alone mode. It displayed the hold m message on the pendant, but when the site held m the system went through all it's motions, but then repeated. Additionally, the gantry door would not open. No patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system could complete motion calibration and then functioned as designed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system entered standalone mode without prompt from the user and would not progress past the prompt. It was noted that motion calibration could not be completed and that the door of the gantry would not open. There was no patient present when this issue was identified. No additional information was provided.